Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise. Programming changes were initially made to sensitivity and the patient was sent home. However, the physician suspected potential noise related to oversensing related to the minute ventillation (mv) feature. The patient was brought back into the clinic and the mv feature was programmed off. No adverse patient effects were reported. This product remains implanted and in service.